Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that after the balloon catheter was inserted inside the patient¿s body, the balloon ruptured when a different product was inserted into the balloon catheter. All the catheters were removed from the patient, and the procedure was continued by using another catheter. Subsequently, the procedure was successfully completed. There was no patient injury nor surgical intervention. The patient¿s condition was reported as having no health damage.

Event description:
See h11.

Manufacturer narrative:
The investigation of the returned device found a leak at the proximal end of the balloon during inflation testing, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the leak, but the damage is consistent with the device experiencing inflation pressure exceeding the strength of the balloon membrane.

Event description:
See h11.

Manufacturer narrative:
This report is being submitted to correct information in section h6. Component code: added 3038.